Event description:
It was reported that this right ventricular (rv) defibrillator lead was surgically abandoned due to high pacing thresholds and high out of range pace impedance measurement greater than 2,000 ohms. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported. This lead has been returned and analysis is pending. Upon completion of analysis, this report will be updated with pertinent information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Lead returned severed 132mm from the terminal pin, two segments were returned, a terminal end segment and a tip segment. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillator lead was surgically abandoned due to high pacing thresholds and high out of range pace impedance measurement greater than 2,000 ohms. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported. This lead has been returned and analysis is pending. Upon completion of analysis, this report will be updated with pertinent information.